Event description:
It was reported that shaft break occurred requiring intervention. A 4.50 x 8mm synergy megatron stent balloon expandable was selected for procedure. During procedure, after placement of synergy megatron stent, on withdrawing delivery catheter ruptured. 20cm of delivery catheter and balloon were retrieved using a snare device. There were no consequences to patient, but procedure was extended by 1 hour.

Event description:
It was reported that shaft break occurred requiring intervention. A 4.50 x 8mm synergy megatron stent balloon expandable was selected for procedure. During procedure, after placement of synergy megatron stent, on withdrawing delivery catheter ruptured. 20cm of delivery catheter and balloon were retrieved using a snare device. There were no consequences to patient, but procedure was extended by 1 hour.

Manufacturer narrative:
D4: lot number: updated. Device evaluated by manufacturer: returned product consisted of synergy megatron mr ous 4.50 x 8mm stent delivery system (sds), batch # 31367615. Visual, tactile and microscopic analysis was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break at the wire exchange port and stretching of the inner lumen 5.5cm from the distal tip. Bumper tip was flared. The stent was not returned as it had been deployed during the procedure. The balloon material was reviewed, and blood was observed however no visible tears or pinholes were identified. No other issues were noted with the device.